Event description:
The customer reported that they had a micropaq that burned a hole in the case. The pt did not have a pacemaker. No pt injury involved with this report.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval has completed.